Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances greater than 200 ohms. This was discovered during a scheduled device replacement procedure for normal battery depletion. Boston scientific technical services (ts) provided guidance to the boston scientific representative (rep) to consider replacing the rv lead as well. Subsequently, the rv lead was surgically abandoned and replaced along with the device. No additional adverse patient effects were reported.